Event description:
The distributor contacted animas on (B)(6) 2015 alleging a call service alarm issue. There was no reported adverse event asociated with this complaint. This complaint is being reported becasue the alleged issue was not resolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon the first ¿rewind¿ attempt/during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).